Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a neurovascular planned /non-emergency treatment, which was completed by other backup system. The philips field service engineer (fse) inspected the system onsite and confirmed that the image space on the disc was exhausted. A review of system log file showed malfunctioning of the frontal ip-pc. Upon functional testing, the fse found hdd bay on frontal ippc was defective. The cause of both the ip-pcs failure could not be conclusively determined by the supplier's part analysis however, the replacement of the ippcs by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the imaging space available on the disc had been exhausted. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing pc (ippc) and the system was returned to use in good working order.